Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for spinal pain. It was reported that the patient was unable to recharge their implanted neurostimulator. They reported seeing [screen 16], [screen 50], and 100 on all of the lines on the patient therapy manager (ptm). They reported that they had last felt stimulation on (B)(6) 2017. A replacement ptm was sent. No additional patient symptoms, and no additional complications were reported for this event.